Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the left anterior descending artery (lad). The physician implanted a taxus express2 8.8% 2.50 x 20 mm drug eluting stent. Balloon removal issues occurred. No pt injury or complications were reported. Additional information has been requested.

Event description:
Using a 6f ebu 4 launcher guide catheter and a 014" bmw wire, the physician crossed a 99% non calcified mid lad lesion. He was unable to cross with a 2.0 x 15 mm maverick balloon. He crossed with a 1.5 x 15 mm maverick balloon and dilated to 12 atms for 29 secs. The then took the same 2.0 x 15 mm maverick and crossed the lesion dilating at 15 atms for 121 secs. Then he took a 2.25 x 15 mm crossail balloon and dilated at 8 atms for 123 secs. Finally, he took a 2.5 x 20 mm taxus stent and deployed at 9 atms for 29 secs. On attempted retrieval of the balloon the physician felt significant resistance of the balloon. He was successful, with increased force, to remove the balloon. As he had an adequate result he felt he would not post dilate. The pt was returned to their room. According to the radiologists report there was no calcification in the mid lad lesion.